Event description:
It is reported that after experiencing a fall, the pt is presenting with increased pain and stem subsidence.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. It is reported that the pt fell and experienced pain. X-rays at 6 weeks showed stem subsidence that was not seen in immediate post-fall x-rays. The devices were implanted (B)(6) 2012, so the pt's fall occurred approximately 1.5 weeks post-op. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.